Event description:
A trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed the active exhalation verification test steps. The device's solenoid and proportional valves were replaced to address the issue and to correct the circuit disconnect issue. Additionally, during the evaluation, a circuit disconnect alarm and a motor overspeed alarm were observed in the device's downloaded event log. Several components were replaced due to contamination/yellowing. These issues would not affect the device's ability to deliver therapy as designed. The device was tested and passed all final testing.